Event description:
Patient calling to report that intravenous bag began to leak 30min into their hyqvia infusion and their pump began to give error message. Patient had to stop infusion and waste the hyqvia dose because they could not continue the infusion. Patient infused about 10ml of hyqvia. It is unknown if patient missed a dose or experienced an adverse event. Unknown if patient has device available for return. Unknown if medical doctor is aware. Patient has 2 pumps checked out at this time, serial numbers are as follows: (B)(6). Expiration dates are unknown. Unknown if pharmacy is replacing device. Diagnosis for use: common variable immunodeficiency. Patient:4582. Device:1250. Referenced reports: mw5182709.